Event description:
During insertion of peg tube, tube did not slide easily over guide wire. Guide wire noted to be kinked in five spots. When physician pulled the tube through the skin the tapered tip bunched up. Physician reported a superficial laceration without perforation at esophageal os likely from guide wire.